Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from (B)(6) stating that there was debris in the sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of event is unk. There was no add'l info provided.